Manufacturer narrative:
(B)(4)

Event description:
The user facility reported a complaint to customer service on 06-may-2021 for "remote control button not working" involving the pentax medical video gastroscope model eg29-i10, serial number (B)(4) no serious injury or death of a patient or user, or delay in a procedure which would require medical intervention was reported during the customer service call. The customer owned endoscope was received by pentax medical for evaluation on 12-may-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician documented a "forward water jet socket accessory stuck inside" as well as the following inspection findings on 13-may-2021: objective cover lens crack, passed dry leak test, bending rubber glue cracking at insertion tube side, bending rubber glue cracking at distal side, water nozzle clogged, water delivery tube intermittent function at distal end, distal body chip at channel opening at thinnest part, passed wet leak test. A good faith effort email has been sent to the user facility requesting additional details on 12-jun-2021. If additional details are provided we will update accordingly. The device underwent repairs including the following components: o-rings and seals, bending rubber, objective lens unit pb-free, angle wire, adjusting collar, distal end assy with tubes, root brace rubber, o-ring (1.8x19.8). Pentax model eg29-i10, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 29-dec-2017. On 24-may-2021, a device history record(DHR) review for model eg29-i10, serial number (B)(4) was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 21-nov-2018 under normal conditions, passed all required inspections, and was released accordingly. Rework was performed to replace the substrate but there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 22-nov-2018. Instructions for use(IFU), includes the following warning section 2-1-3, 3) "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The endoscope was delivered to the customer on 04-jun-2021 under delivery order (B)(4).